Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using the rotarex device. During the procedure, the tip of the helix allegedly broke off. It was further reported that the ballooned artery was used to create another channel. Reportedly, the physician had to get a pedal access on the patient to snare out the broken tip of the rotarex catheter. The current status of the patient was unknown.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample / images / videos were received. A physical investigation was not possible. Due to no sample / images / videos received, the reported malfunction cannot be confirmed. A clear root cause could not be identified but a damaged catheter represents a known inherent risk. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B1, b5, d2b (mcw; dqx), d4 (unique identifier (UDI) #), g2, g3, h1, h6 (patient, component, method). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. D2b (mcw; dqx). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On 10-jun-2025, a patient underwent a thrombectomy and atherectomy procedure using the rotarex device. During the procedure, the helix allegedly broke off. Furthermore, the ballooned artery to create another channel and user had to get pedial access on the patient to snare out the broken tip of the rotarex catheter. There was no reported patient injury.